Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a left laparoscopic radical nephrectomy procedure; the stapler ureter and renal vein okay, but when returned to surgical tech, surgical tech was unable to re-open stapler to reload with another cartridge. The procedure was completed with a different standard of care device. There were no adverse patient consequences reported.